Event description:
It was reported that normal preparation of the balloon and indeflator were performed. After balloon inflation up to 12 atmospheres, it was not possible to deflate the balloon. It could not be deflated at all. The inflated balloon was pulled back into the 6f guiding catheter. The nurses noticed that one hour after the procedure, the balloon was totally deflated. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found no blood visible and contrast in the inflation lumen. The balloon was returned flat. There was no damage noted to the balloon catheter. Contrast was visible in the inflation lumen which is consistent with preparation. A inflation device was returned without blood or contrast visible. There was no damage noted to the inflation device. Factors that may contribute to the difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. The overall catheter length was measured and met manufacturing criteria. The returned indeflator was used to pressurize the catheter to the rated burst pressure (rbp) of 14 atmospheres with no anomalies noted. The deflation times were measured and met manufacturing criteria. In this case, the reported difficulties were unable to be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency.